Event description:
It was reported that; the patient underwent removing surgery on (B)(6)2016. The surgeon removed the screw and the offset connecter. After surgery, the connecter ring was remaining patient body when the surgeon checked the image. Therefore the surgeon is monitoring for the patient. (Update (B)(6) 2016: the reason for the revision surgery was removal of the implants because the patient fused.

Manufacturer narrative:
Risk assessment; the lot number is unknown and therefore no review of manufacturing information could be performed. A probable root cause could not be determined due to the unavailability of the device, lot code and images.

Event description:
It was reported that; the patient underwent removing surgery on (B)(6)2016. The surgeon removed the screw and the offset connecter. After surgery, the connecter ring was remaining patient body when the surgeon checked the image. Therefore the surgeon is monitoring for the patient. (Update (B)(6) 2016): the reason for the revision surgery was removal of the implants because the patient fused.